Event description:
It was reported the pt (B)(6) experienced an increased recharge burden and heating associated with charging the ipg. A replacement charging system did not resolve the issue. The ipg was removed and replaced on (B)(6) 2012. Effective stimulation was restored post-operatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction (1627487-12192011-001-c). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.